Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the patient had exit block and no capture. Both the ventricular and atrial leads were explanted and replaced. No further patient complications have been reported as a result of this event.

Event description:
Asku

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on the proximal conductor (not obstructed), the outer insulation was melted, the outer insulation had cosmetic environmental stress cracking, the outer insulation had a cosmetic depression, there was blood in/on the helix/lobe mechanism and there was apparent explant damage. (B)(4) the full lead was returned, analyzed and the outer insulation was breached mio. It was noted that there was blood/body fluid on the proximal conductor (not obstructed), the outer insulation was melted, outer insulation had cosmetic mio , the outer insulation had cosmetic environmental stress cracking, the outer insulation was breached cut and there was blood in/on the helix/lobe mechanism.

Manufacturer narrative:
Asku

Event description:
Asku